Event description:
It was reported that the implantable cardiac monitor exhibited an error upon interrogation of the device. After a firmware download, the device resumed normal function. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.